Manufacturer narrative:
The product was not returned; it remains implanted. The photo provided shows the intraocular lens inside the eye. There appears to be a piece missing from the edge of the optic near the trailing haptic. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported that following a cataract extraction with intraocular lens (iol) implant procedure, he noted that the edge of the optic close to the trailing haptic/optic junction was chipped. The iol was left implanted and patient is recovering well following the procedure.